Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. There was blood in the inflation lumen and balloon. The balloon, markerbands, and bonds were microscopically and visually examined. The balloon was loosely folded. Microscopic examination of the balloon revealed a pinhole in the middle of the balloon wall 7mm from the proximal markerband. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. There is no indication the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified 2nd right posterolateral branch. A 2.00mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation at up to 20 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified 2nd right posterolateral branch. A 2.00mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation at up to 20 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.